Manufacturer narrative:
Distributor information: (B)(4). Q core medical ltd (manufacturer) is submitting the report on behalf of (B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from (B)(6): "the medication does not pass through this set despite the pump showed as all was normal. Delay in therapy:yes. Need for medical intervention:no. Patient involvement: yes."

Manufacturer narrative:
Distributor information: (B)(4). Q core medical ltd (manufacturer) is submitting the report on behalf of (B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from (B)(6): "the medication does not pass through this set despite the pump showed as all was normal. Delay in therapy: yes. Need for medical intervention: no. Patient involvement: yes."